Manufacturer narrative:
Method code 3: code 4112 - images were provided, and an imaging evaluation was performed. Results code 3: code 213- the imaging evaluation stated the following: two jpg images received via email with no patient identifier or date of acquisition in image. Images are not able to be manipulated in anyway, lengths and diameter cannot be measured with available image set. There appears to be a lack of wall apposition on the inner curve, best visualized on image 2. There appears to be a contrast-like density outside of the device on the proximal end. Unable to confirm the presence of an endoleak with available image set. The imaging evaluation also stated: note - as the images received were not in dicom format, a full imaging evaluation could not be completed. Gore cannot make any conclusions or guarantees that non-dicom images are complete, accurate and lack alteration. Thus, findings noted are within the best ability of the reviewers but the extent and accuracy of the findings may be limited due to the completeness, format and/or quality of the images provided. Gore cannot guarantee that it has been able to capture all key findings or that the findings are accurate. Conclusions code 1 remains unchanged

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2020 the patient underwent endovascular repair of a thoracic aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. The gore® tag® conformable thoracic stent graft with active control system was delivered to the intended position (just below the patient's left subclavian artery) and successfully deployed to the intermediate diameter. During the secondary deployment step the handle was pulled and the device was successfully deployed. It was reported that the device moved slightly distally. No correction was necessary for the distal movement. Angulation control was performed, and it was confirmed that the device had proximal circumferential wall apposition (no bird beak present). The angulation control was used again, and angiography imaging reportedly identified that the greater curvature of the device had moved distally approximately 5mm. A bird beak was also present. The physician reportedly suspected that the device had moved distally due to the angle of the patient's thoracic aorta. A proximal type I endoleak was observed. The physician opted to monitor the endoleak.on january 23, 2020 a reintervention was performed to treat the endoleak. A conformable gore® tag® thoracic endoprosthesis (ctag) was implanted proximal to the initial device from just below the patient's left common carotid artery. It was also reported that, prior to the reintervention, a left common carotid artery to left axillary artery bypass procedure was performed. No aneurysm enlargement was reported.the endoleak was successfully treated. There were no further reported issues. The patient tolerated the procedure.